Manufacturer narrative:
Device technical analysis: engineers inspected and analyzed the lead model 2366-70 serial number (B)(6) upon receipt, inspection revealed that the proximal end is bent and fractured between contacts number 8 and the retention sleeve and cables are exposed. X-ray inspection of the lead revealed that one of the cables was completely broken at the bent-kinked location of the lead. It appears that the lead was damaged during the explant procedure. There is no reported complaint against the clik x anchor model sc-4318 lot number 23327512. External visual inspection revealed no anomalies. The clik x anchor exhibits normal device characteristics. Investigation conclusion: review of this devices manufacturing documentation confirmed that this lead passed all required specifications and testing prior to being released for distribution-sale. It was reported that the patient underwent a revision procedure to reposition the lead due to migration wherein causing inadequate stimulation but lead was damaged during procedure and had to be replaced. Based on the results of the laboratory testing and available information, engineers concluded a confirmed lead migration. IFU states that lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the conclusion is known inherent risk of device. Additionally, visual inspection revealed that the proximal end is bent-fractured between contacts number 8 and the retention sleeve and cables are exposed. X-ray inspection of the lead revealed that one of the cables was completely broken at the bent-kinked location of the lead. It appears that the lead was damaged during the explant procedure. The probable cause is unintended use error caused or contributed to event. The lead was cleanly cut into two pieces. Clean cut damage is a result of a typical explant procedure and it is not considered failure.

Event description:
It was reported that during a revision procedure to reposition a lead that migrated wherein causing inadequate stimulation, the physician was unable to revise the lead due to scar tissue and the lead was damaged. The physician replaced the lead and clik anchor. The patient was noted to being doing well following the revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: null, batch: 23327512.

Event description:
It was reported that during a revision procedure to reposition a lead that migrated wherein causing inadequate stimulation, the physician was unable to revise the lead due to scar tissue and lead was damaged. The physician replaced the lead and clik anchor. The patient was noted to being doing well following the revision procedure.